Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged one day post implant. An x-ray confirmed that the lead was hung up on the tricuspid valve as not intended. A revision procedure was performed. The lead was explanted and another manufacturer's lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.